Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and the universal serial bus (usb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the display on a 980 ventilator was erratic and not readable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was an incorrect installation. If information is provided in the future, a supplemental report will be issued.